Event description:
It was reported to boston scientific corporation that a spy discover catheter was used in the common bile duct during a laparoscopic common bile duct exploration procedure performed (B)(6) 2022. During the procedure, 3 blinking dots appeared on the screen in the middle of the case. The controller was turned on and off, the spyscope was taken in and out of the controller; however, the problem was not resolve. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Product code: ntn. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.